Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 134.0 cm and 137.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. The pusher assembly outer diameter was unable to be measured due to the pusher assembly kinks. Conclusions: evaluation of the returned smart coil confirmed that the embolization coil was unable to advance out of its introducer sheath. Further evaluation revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance will likely be encountered while advancing the smart coil within its introducer sheath. Forcefully advancing the device against this resistance likely contributed to the pusher assembly kinks observed on the returned device. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-01814. 2.3005168196-2019-01815. 3.3005168196-2019-01816 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01814, 3005168196-2019-01815, 3005168196-2019-01816.

Event description:
The patient was undergoing a coil embolization procedure in the dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician placed three smart coils and three other coils in the target vessel using a non-penumbra microcatheter; however, it was reported that the physician did experience resistance while advancing the three smart coil through the microcatheter. While attempting to advance another smart coil, the physician experienced resistance and the smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil and another coil. There was no report of an adverse effect to the patient.